Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the irac horizontal board was defective. The field service engineer installed a new irac horizontal board and confirmed with the customer that the problem has been fixed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, refrigerator drawer was encountered a failure. The customer reported that the drawer malfunctioned while dispensing medication to the patient, causing a delay. There were no adverse events or injuries reported based on this incident.